Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('horrible periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), flank pain ("debilitating pain on left side/hurts to walk, sit") and pelvic pain ("pelvic area pain"). The reporter considered flank pain, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- menstrual disorder, flank pain, pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.